Manufacturer narrative:
This correction is being filed to clarify that this event is not related to the recall. No other changes made.

Event description:
The manufacturer has received information that a patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The indicated device is a dreamstation humidifier. The device most likely used is a dreamstation CPAP. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Product brand name, model number, catalog item identifier, serial number, product UDI, manufacture date and (device) problem code grid have been updated/corrected in this follow-up report.